Manufacturer narrative:
Section a2: age 81 correction section d4, h4: additional information manufacturer's investigation conclusion: review of the log files provided by the account confirmed multiple low speed events; however, a specific cause for this abnormal pump operation could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Multiple low speed events were captured on (B)(6) 2019 and (B)(6) 2019 with speed reductions as low as 2440 rpm (6160 rpm below the low speed limit) resulting in low speed advisory/hazard, low speed operation and low flow hazard alarms. These events also appeared to be associated with elevated power values ranging from 8.4-12.5 watts as well as pi events. No pump stoppages were recorded throughout the log file. All of the observed low speed events occurred while the patient was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared consistent with a potential driveline wire compromise. Despite the observed alarms, the pump appeared to function as intended. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported the patient presented in clinic for a routine clinic visit. Upon device interrogation multiple low flow and low speed advisories were notes. The patient reported while the alarms occurred the pocket controller power leads were noted to be twisted and slightly bent. The patient was issued a non-grounded cable. No further information was reported.